Manufacturer narrative:
Xamination of the returned trial ball could not confirm the reported breakage. It appears there was unintentional contact with a sharp tool, possibly and scalpel or knife causing a cut in the material. There is also a spot on the ball where it appears to be shaved, possibly a retractor or chisel type shape resulting in loss of material. A complaint database search finds no other reported incidents against the provided product and lot combination. A two-year search of the complaint database found no prior reports for this issue for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The type of this complaint is implant breakage. On (B)(6) in 2015, the breakage of the product in question occurred during the surgery for tha (by means of tri-lock & pinnacle). Following the trial procedures, the surgeon found a green little foreign matter. The trial head was of 32mm+1mm. The foreign matter had the same color with the trial head, so it is likely that the trial head has chipped off. However, the shape of the damage on the trial head does not fit with the size of the foreign matter. On that account, the surgeon has requested an investigation into this product. During the trial procedures after having changed the neck from std to hi, the implant was creaking every time the redressed hip joint moved. With regard to the scratches observed on the surface of the head, the condition seemed exacerbated (deepened after the cleansing) when the product in question had come into our possession after the cleansing process, compared to the time when the surgery had been complete. There was a 3-minute delay in the surgery. Incidentally, the possible foreign matter hadn`t been removed completely, so it may bring on harm to the patient, who is now under observation for recovery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).